Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the xp-5000 suction cup would not hold the heart up. Tried 3 different times and still would not hold. A medtronic positioner and the maquet stabilizer were used to complete the procedure. The hospital did not report any pt effects. The product is not returning.